Event description:
One week post sinus surgery my ear nose and throat doctor prescribed hourly use of neilmed naso gel. I had purchased 6 bottles for use as recommended by the ent. Within a few days of use, I began the symptoms of a bad sinus infection. I was recently sent an email that the neilmed nasogel was recalled due to microbial contamination. Because I had already disposed of three of the bottles, I am uncertain if they fell within the lots recalled. After stopping the use of the product, the symptoms have slowly dissipated but the recovery time from the surgery was four times longer than it should have been. Reason for use: recommended following sinus repair surgery.